Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular channel causing pacing inhibition. The pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.